Manufacturer narrative:
(B)(4). The product has been requested and a follow-up will be submitted when results are available.

Event description:
Customer reported receiving a meter reading of 184 mg/dl on their freestyle lite blood glucose monitor. The reference reading of 84 mg/dl was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.